Event description:
Implant failed to osseointegrate.

Manufacturer narrative:
Record located during database review of open records. This was an oversight during the processing of over 100 records for the day.

Event description:
Implant failed to osseointegrate